Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "during the use of the cvc set, a leakage was observed at the junction of the 5ml empty syringe and the needle adapter while administering saline solution." Another set was opened to resolve the issue. The patient had no harm or complications.

Event description:
It was reported that: "during the use of the cvc set, a leakage was observed at the junction of the 5ml empty syringe and the needle adapter while administering saline solution." Another set was opened to resolve the issue. The patient had no harm or complications.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.